Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there were damages on the thread of the adaptor. Based on the visual exam, the reported complaint was confirmed. All personnel from the molding area were notified and a CAPA was opened to address the issue with the adaptors.

Event description:
The customer alleges that the adaptor couldn't connect with the oxygen flowmeter. No patient injury reported.

Event description:
The customer alleges that the adaptor couldn't connect with the oxygen flowmeter. No patient injury reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. A DHR (device history record) review could not be conducted since the lot number was not provided. Regarding other customer complaints for this same issue, a CAPA file (B)(4) was opened. This CAPA is owned by (B)(4). Customer complaint cannot be confirmed, based only on the information provided, to perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code (003-40j: aquapak 340 sw,340 ml w/040 adaptor,japa) available at the facility nor is being manufactured at the time. If device sample becomes available at a later date this complaint will be re-opened.